Event description:
Caller reported that their insulin pump screen was dark and would not turn on. The issue caused the customer¿s blood glucose level to reach 350 mg/dl. A replacement pump was sent to resolve the issue.